Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-26, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (2,000 mcg/ml, 1,205.1 mcg/day), bupivacaine (11.1 mg/ml, 6.688 mg/day), and morphine (6.1 mg/ml, 3.6756 mg/day) via an implantable pump for spinal pain. It was reported at a routine pump replacement, they were unable to aspirate the catheter. The hcp explored further, and it was noted that there was a kink distal to the anchor (spinal side) causing a dynamic kink. When this was freed up, the catheter was then able to free flow and aspirate, however this bend had memory in it and would not stay straight. The hcp placed a new catheter. The patient also reported that she would notice their therapy was more helpful and boluses were more helpful when she was sitting vs. Laying/standing, so the patient would sit for boluses. The issue was resolved at the time of this report. The patient's status was alive, no injury.

Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body and damage to the transition tube. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.